Event description:
On (B)(6) 2013, the patient reported wetness at her infusion site and skin irritation. She did not know if the wetness was insulin. She changed the dressing and inserted a new infusion site. One day later, the dressing came off and she found a hard lump at the infusion site. She stated skin came off at the site and it was red and orange. She rubbed the site with alcohol. The patient received a prescription for an antibiotic cream. The patient declined to return the infusion set for product evaluation.

Manufacturer narrative:
No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.